Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed a "fo module failure" message on the pump display. The customer noted that the help menu advises to switch to another pump. The getinge representative advised as well to swtich to another pump, or utilize the central lumen and transducer to monitor pressure and the aline tracing. The customer reports that he can "calibrate" and receive pressures so he doesn't feel the need to switch and doesn't want to use another pump within the hospital. The getinge representative advised that with the message, the pressure may not be accurate and advised to send the pump to clinical engineering, and again to switch pumps. The customer had no further questions and stated that he would continue using that pump for now. The customer did not request any service from getinge. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed a "fo module failure" message on the pump display. The customer noted that the help menu advises to switch to another pump. The getinge representative advised as well to switch to another pump, or utilize the central lumen and transducer to monitor pressure and the aline tracing. The customer reports that he can "calibrate" and receive pressures so he doesn't feel the need to switch and doesn't want to use another pump within the hospital. The getinge representative advised that with the message, the pressure may not be accurate and advised to send the pump to clinical engineering, and again to switch pumps. The customer had no further questions and stated that he would continue using that pump for now. The customer did not request any service from getinge. No patient harm, serious injury or adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) showed a "fo module failure" message on the pump display. The customer noted that the help menu advises to switch to another pump. The getinge representative advised as well to swtich to another pump, or utilize the central lumen and transducer to monitor pressure and the aline tracing. The customer reports that he can "calibrate" and receive pressures so he doesn't feel the need to switch and doesn't want to use another pump within the hospital. The getinge representative advised that with the message, the pressure may not be accurate and advised to send the pump to clinical engineering, and again to switch pumps. The customer had no further questions and stated that he would continue using that pump for now. The customer did not request any service from getinge. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Good faith efforts (gfe) attempts were made to the customer to obtain additional information on this complaint event. The customer's biomedical engineer reported that an event was not reported to them for the iabp device listed in this report, or the date it was reported to have occurred. The customer's biomedical engineer also reported that the iabp is in clinical use.